Event description:
It was reported that during procedure the subject guidewire was stretched and broken. There were no reported clinical consequences to the patient. No other information was provided.